Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd preset¿ arterial blood collection syringe during use. The following information was provided by the initial reporter, translated from chinese to english: "during use, the customer found 1ea abg leakage."

Event description:
It was reported that blood leaked from the bd preset¿ arterial blood collection syringe during use. The following information was provided by the initial reporter, translated from chinese to english: "during use, the customer found 1ea abg leakage."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.